Event description:
A malfunction with code malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level, as specific information about blood glucose levels was unavailable. Technical support provided pump reset information and assisted the caller with resetting the pump. The issue did not recur after the pump was reset, and the customer was advised to continue using the pump and to call back if the issue recurs. The caller acknowledged and understood the instructions.